Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced issues with charging the pump as well as issues with the insulin gauge fill estimate. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issues; however, no additional information could be obtained.